Event description:
It was reported that non-sustained rv oversensing episodes were observed. The patient was asymptomatic and there were no other anomalies noted. The device was intermittently oversensing a fine, low amplitude signal that appeared periodically. The signal was easily reproduced with deep breathing. Physician believed that myopotential oversensing was coming from the diaphragm. Programming change was made, and there have been no further episodes since.